Manufacturer narrative:
Device history record (DHR) review confirmed that freedom hospital ac power supply s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of external components found damage to the corner of the power supply housing. Hospital ac power supply failed functional testing for acceptance at incoming inspection due to power supply being unable to generate any power despite being plugged into ac power source. No additional testing could be completed as the power supply would not generate power, replicating the customer complaint. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during functional testing; the root cause of the reported issue, no green light on power supply and batteries not being charged while freedom driver plugged in, was determined to be a nonfunctioning power supply due to an internal malfunction. This is an off-the-shelf part, and no further investigation may be conducted into why the external damage to the power supply caused the failure. Failure investigation identified no other test failures or damage that could have contributed to the event. Damage found the corner of the power supply housing was cosmetic only. No adverse impact to the patient was reported. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, patient was determined to be appropriate to be moved from companion 2 to freedom driver by ahf providers. Patient switched to freedom driver, however, power adaptor was found to not be functioning. Per reporting staff, no green light when the power adaptor was plugged in and the batteries were noted to not have been charging. A backup power adaptor was used and patient was successfully switched to freedom driver without any reported adverse impact.

Event description:
Per hospital staff, patient was determined to be appropriate to be moved from companion 2 to freedom driver by ahf providers. Patient switched to freedom driver, however, power adaptor was found to not be functioning. Per reporting staff, no green light when the power adaptor was plugged in and the batteries were noted to not have been charging. A backup power adaptor was used and patient was successfully switched to freedom driver without any reported adverse impact.